Event description:
Per complaint (B)(4), there was a malfunction of the grip between a dental implant and a transfer during clinical procedure. The dental implant was subsequently explanted. No adverse patient consequences were reported.